Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided. Procedure: low anterior resection

Manufacturer narrative:
(B)(4). Date sent: 07/14/2022 d4: batch # u5ea2w investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the cdh29p device arrived with no apparent damage. The breakaway washer was present and cut, the device was fully loaded with staples. Due to staples present on the device is possible that the returned anvil does not belong to the returned device since anvils are interchangeable with the same product. When the test battery was installed the green checkmark does not illuminate, indicating that the device had not been fired. During the functional test, an attempt to fire the device throughout the firing range was unsuccessful. The device was disassembled to verify the condition of the internal components and the hub flag was noted to be broken. Also, cracks were observed in the conductive traces of the flex circuit (connector contacts). It was determined that the cracks in the flex circuit prevented the anvil detect circuit from functioning thus preventing the device from firing. No conclusion could be reached as to what may have caused the hub flag to break. After disassembly, the device was tested for functionality with a test battery and it was manually assisted. The device was fired with a test washer and anvil formed all the staples as well as completely cut the test media and the breakaway washer without incident confirming that the experience was due to the damage in the flex circuit. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. The damage observed on the flex circuit has been correlated to the design. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.